Event description:
Customer reported that pump battery would not charge, despite using a tandem charging cable and a wall outlet. There was no adverse impact on the customer¿s blood glucose level. Customer was instructed by technical support to use alternative outlets and cables, but issue persisted, leading to the decision to replace pump. Customer planned to use multiple daily injections to ensure insulin delivery until replacement arrived, which would be shipped to the confirmed address. The customer was advised to place faulty pump in storage mode before returning it to tandem using a pre-paid label.